Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-june-2026, it was reported by a sales representative via (B)(4) that an ar-3352-5500 scope lens is obstructed and an ar-3352-5501 scope adapter fell off. This occurred during use in a case with no patient effect.